Event description:
The contour curved cutter stapler handle broke while the surgeon attempted to staple the bowel. The stapler did not fire. The stapler and broken handle were removed from the field and a new stapler was opened to finish the procedure.